Event description:
The interface cable disconnected with dtx connector because it became loose during use. The customer had to change the product to a new one.

Manufacturer narrative:
Add'l info has been requested. Upon completion of the investigation, a supplemental report will be submitted. (B) (4)